Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that iag bc pro global yel 24ga x .75in leaked. The following information was provided by the initial reporter: this is a report about a control plug defect. According to the customer's report, blood leaked immediately after puncture because the control plug didn't function.

Event description:
It was reported that iag bc pro global yel 24ga x .75in leaked. The following information was provided by the initial reporter: this is a report about a control plug defect. According to the customer's report, blood leaked immediately after puncture because the control plug didn't function.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/30/2021. H.6. Investigation: bd received a 24 gauge insyte autoguard blood control unit from an unknown lot. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer visually inspected the returned unit and observed that the septum had not been actuated and there were traces of dried medium present beyond the septum. Next, the septum was removed and inspected microscopically to see if there was any damage to the top or bottom septums. No holes or tears to the septum was observed. Finally, a leak test was performed and leakage was observed coming from the luer connection. Based off the visual/microscopic inspection and testing the engineer was able to verify that there was leakage at the luer connection. It was determined that this was a manufacturing defect that occurred due to a misalignment between the adapter and the manufacturing equipment. CAPA#1393887 was initiated. H3 other text : see h.10.